Event description:
It was reported that during an interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) post radiation treatment, a code appeared and was able to be cleared during troubleshooting. Device data was sent in for analysis. Engineering reviewed the data and found the error had likely resulted in software resets performed in an attempt to correct an identified memory inconsistency. It was noted this type of memory inconsistency is likely the result of exposure to radiation. During engineering analysis the device data also likely indicated in abnormal increase in battery usage. The battery usage appears to be continuing to increasing. Explant was recommended by boston scientific technical services (ts). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD battery life decreased from 60 percent remaining to 15 percent remaining in approximately one moth time. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during an interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) post radiation treatment, a code appeared and was able to be cleared during troubleshooting. Device data was sent in for analysis. Engineering reviewed the data and found the error had likely resulted in software resets performed in an attempt to correct an identified memory inconsistency. It was noted this type of memory inconsistency is likely the result of exposure to radiation. During engineering analysis the device data also likely indicated in abnormal increase in battery usage. The battery usage appears to be continuing to increasing. Explant was recommended by boston scientific technical services (ts). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD battery life decreased from 60 percent remaining to 15 percent remaining in approximately one moth time. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) post radiation treatment, a code appeared and was able to be cleared during troubleshooting. Device data was sent in for analysis. Engineering reviewed the data and found the error had likely resulted in software resets performed in an attempt to correct an identified memory inconsistency. It was noted this type of memory inconsistency is likely the result of exposure to radiation. During engineering analysis the device data also likely indicated in abnormal increase in battery usage. The battery usage appears to be continuing to increasing. Explant was recommended by boston scientific technical services (ts). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD battery life decreased from 60 percent remaining to 15 percent remaining in approximately one moth time. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation. During analysis testing a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during an interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) post radiation treatment, a code appeared and was able to be cleared during troubleshooting. Device data was sent in for analysis. Engineering reviewed the data and found the error had likely resulted in software resets performed in an attempt to correct an identified memory inconsistency. It was noted this type of memory inconsistency is likely the result of exposure to radiation. During engineering analysis the device data also likely indicated in abnormal increase in battery usage. The battery usage appears to be continuing to increasing. Explant was recommended by boston scientific technical services (ts). At this time the s-ICD remains in service and no adverse patient effects were reported.